Manufacturer narrative:
Additional information: upon receipt of product it was identified that the tip was broken. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a neuro tumor removal procedure the irrigation sleeve of the straight tip melted. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using an alternative device.it was subsequently reported that the tip also broke.

Manufacturer narrative:
Additional information: device evaluation: investigation results indicate that the sleeve melted due to inadequate use of irrigation. Investigation results indicate that the tip break was a result of prolonged running without irrigation and the heating associated with lack of irrigation caused a fatigue fracture. The IFU of handpieces and console associated with this device warns the user against this type of use: "always use sufficient irrigation flow. Failure to comply may result in excessive heat and potential burn injury." The quality investigation is complete.

Event description:
It was reported that during a neuro tumor removal procedure the irrigation sleeve of the straight tip melted. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using an alternative device.it was subsequently reported that the tip also broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during a neuro tumor removal procedure the irrigation sleeve of the straight tip melted. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using an alternative device.